Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had ngp audio loss safety notice. The customer¿s blood glucose level was unknown. The customer reported that the audio test was passed but the ngp audio loss safety notice was occurred second time. The customer reported that the insulin pump had damage on reservoir compartment and reservoir was able to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.